Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
The customer reported via phone call that the insulin pump had damage on the reservoir compartment area. The customer's blood glucose was 176 mg/dl at the time of incident. The customer reported that the insulin pump might have been bumped. The insulin pump was returned for analysis.